Event description:
It was reported that while using bd bactec¿ mgit¿ 960 supplement kit the costumer observed biological contamination. Microscopic observation indicated that the contaminating specimen is a fungus. This event occurred 2 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer found foreign body inside the bottle and they checked the foreign body is fungus under the microscope."

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: this memo is to summarize findings regarding the complaint related to catalog number 245124, kit bactec mgit 960 supplement 100 test, batch number 1260733 and complaint number 4497936 for contamination. Mgit 960 supplement kit batch 1260733 is composed of mgit panta batch 1194677 and mgit 960 growth supplement batch 1260703. The batch history record review for mgit 960 supplement kit batch 1260733 was satisfactory per internal procedures. No quality notifications were generated during manufacturing and no other complaints have been taken on this kit batch. Mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized, and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). The batch history record reviews for mgit panta batch 1194677 and mgit 960 growth supplement batch 1260703 were satisfactory per internal procedures. Qc inspection and testing were satisfactory at time of release. Retentions for panta batch 1194677(10 vials) and growth supplement batch 1260703(6/6 vials) were available for inspection. For panta batch 1194677 all 10/10 retention vials had no defects or damage from visual inspection. For growth supplement batch 1260703, all 6/6 retention vials had no damage of defect from visual inspection. For investigation of the complaint two panta retention vials from batch 1194677 were reconstituted with two retention growth supplement vials from batch 1260703. One reconstituted panta vial and growth supplement vial was placed into 20¿25-degree celsius incubator. One reconstituted panta vial and growth supplement vial was placed into 33¿37-degree celsius incubator. At the end of a seven-day incubation period there was no microbial growth observed in any of the vials at either temperature. Three photos were received to assist with the investigation: the first photo shows two partial vials (the crimp caps cannot be observed on both vials). The vials are a reconstituted panta vial from batch 1194677, and a supplement vial from batch 1260703. The second photo shows two partial vials. One of the vials is a reconstituted panta vial with foreign matter that appears to be fungal. A supplement vial from batch 1260703 is right beside the reconstituted panta vial. The caps in this photo cannot be observed. The last photo shows five closed kits from kit batch 1260733. No returns were received to assist with the investigation. This complaint can be confirmed from the photos provided. A trend has not been identified, therefore, there are no actions planned at this time. Bd will continue to trend complaints for contamination. If there are further questions, please contact technical services.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 supplement kit the costumer observed biological contamination. Microscopic observation indicated that the contaminating specimen is a fungus. This event occurred 2 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer found foreign body inside the bottle and they checked the foreign body is fungus under the microscope.".